Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred couple months ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).